Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual functional indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
The device was not reprocessed and reused on a different patient, but was used twice with a single patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass procedure. The device was being used to suture the bowel. The needle unstuck during suturing without any warning. In order to resolve the issue and complete the case, used a new product. There was no patient harm. The patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.